Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the iliac artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon multiple inflations at 6 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.